Event description:
It was reported that during procedure, after the t1 deployed, the t2 dropped and would not deploy. The surgeon told us that he did not put any excess forces during deployment. No patient injury was reported. No product to return. No patient injury was reported.

Manufacturer narrative:
Examination is not possible, as the device will not be returned. The investigation could not draw any conclusions about the reported event without the return of the device.